Event description:
According to the available information during nephrostomy tube placement, a malfunction occurred where the guidewire failed to pass through the inner lumen of the dilator (8fr.) Included in the set. It is thought that the inner lumen may not have been secured in the first place or may have been obstructed due to other factors.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.